Manufacturer narrative:
Investigation summary: it was reported there are defects with a syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in a packaging blister. It is not clear if the packaging blister is sealed or has been opened. The syringe has the rubber stopper, but no plunger rod. The syringe also has a scale printing issue. No other defects or imperfections were observed. The scale marking defect could occur if there was a jam at the printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 302832, lot number 0302934. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Probable root cause. It could be possible that a jam occurred at the printing process inducing the symptom reported by the customer and not detected in the next processes. Verification of the syringe printing process was performed. Settings are correct. Flow of products is also good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had missing scale markings. The following information was provided by the initial reporter: scale marking issue on photo provided.